Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking at the luer lock. The luer lock was securely connected. The infusion set and cartridge were changed to resolve the leak. Blood glucose was 254 mg/dl.